Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient did not have effective coverage of therapy .

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient had a lead migration and was confirmed through x-ray. To address this issue the patient underwent surgical intervention where the lead was replaced and effective therapy was restored post operatively.